Event description:
I used the amo complete moisture plus solution -for 2 months prior to recall-. My eyes on may 25th began to get red -itchy and burning sensation soon followed-. I thought that I irritated my eyes by playing with some kids; so, I stopped wearing my contacts. My wife informed me of the recall, so I called my dr who stated some alternative solutions I could use. My left eye was really red but I dismissed it initially. Saturday, I noticed that my left eye felt heavy and felt like something was actually in it. On may 27th, I went to urgent care because I began experiencing sensitivity to light. I was placed on ciprofloxacin hydrochloride and told to use it every 2 hours for the first day and 4 to 6 hrs thereafter. I was told that I had possibly conjunctivitis. Later that day, the sensitivity to light worsened and I could not open my eyes. It got somewhat better, but I noticed a white spot near my pupil. My right eye seemed ok and I called my family dr. As the pain became unbearable, I called my eye dr who was able to see me on today. My dr informed me that I had a bacterial infection in both eyes but it was progressively worse in the left. She prescribed four new drops and wanted me to continue using the ciprofloxacine. She wanted me to use the vigamex and ciprofloxacine every 30 minutes for 8 hrs, then switching to every hr alternating the medications, an ointment bacitracin at bedtime, prednisolone every 4 hrs, and another prescription that I am waiting to get filled. Dose: unk, if to cover contents. Frequency: nightly. Route: ophthalmic. Dates of use: two months in 2007.